Event description:
The biomedical engineer (bme) reported that the transmitter frequently lost ECG waveforms. It would flatline and not give any readings or error messages. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter frequently lost ECG waveforms. It would flatline and not give any readings or error messages. The bme replaced the cables and leads and adjusted the lead placement on the patient, but the issue persisted. They tested the device on a simulator, and it displayed a flatline. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the bme for all information in the ni list above: the bme responded but did not provide the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter frequently lost ECG waveforms. It would flatline and not give any readings or error messages. The bme replaced the cables and leads and adjusted the lead placement on the patient, but the issue persisted. They tested the device on a simulator, and it displayed a flatline. No patient harm was reported. Investigation summary: we were unable to confirm the reported issue. A definitive root cause could not be determined. The unit was never returned to nihon kohden for proper evaluation of the reported issue. The most probable root cause of ECG dropping/flatlining could have been caused by unstable communication with telemetry unit and the cns or could have been caused by customer mishandling/damage to the unit. However, three gfes were sent to the customer to follow up on this reported issue, and the customer was unresponsive. We have identified known ECG related issues which include, device/module failure: failure of the module and/or its components can occur due to physical damage. Internal damage of the device may cause incomplete sending of data or prohibit the device from connecting to the network, the bsm, or the cns. Normal wear and tear dependent on the age of the device and the frequency of its use. A serial number review of the reported device (model: zm-540pa, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints.

Event description:
The biomedical engineer (bme) reported that the transmitter frequently lost ECG waveforms. It would flatline and not give any readings or error messages. No patient harm was reported.